Manufacturer narrative:
(B)(4). D10: unknown femoral component. Lot unknown unknown tibial component. Lot unknown g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery on the left knee on an unknown date due to incorrect bearing size implanted. Initially a medium one was implanted with a large femoral component. It was exchanged for 4mm large bearing. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d6, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was initially implanted with the incorrect bearing size. Subsequently, on the same day, the patient underwent a revision surgery to replace the implanted medium-sized bearing with a larger-sized bearing. No further event information is available at the time of this report.